Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced a low blood glucose (bg) of 65 mg/dl with a severe headache, unsteadiness when standing and walking, shakiness and a ¿heavy arm¿ associated with an alleged insulin on board calculation issue with the pump. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the insulin on board (iob) was not calculating correctly into the bolus total. The patient stated their iob was not being subtracted and they were taking more insulin because of it which resulted in low bg levels. This complaint is being reported based on the allegation that the patient experienced hypoglycemia because of an insulin on board calculation issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The pump was returned with the insulin on board (iob) enabled and duration 4 hours. A 10 unit audio bolus and a 10 unit normal bolus were manually performed and accurately recorded in the bolus history. The iob status screen correctly showed 20 units. An ezcarb bolus was programmed with blood glucose corrections and the pump was found to be accurately calculating bolus totals. The total daily doses (tdd) added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The investigation was unable to duplicate the initial complaint about an ¿insulin on board calculation¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.